Event description:
The facility reported an infusion pump that "malfunctioned, causing a medication overdose". The facility's biomed stated that while the pump was infusing, the pump ejected the tubing and the nurse noticed the IV bag was empty. The biomed stated that no pt incident was reported on this pump. Despite baxter's effort, info regarding medication involved IV bag in use and pump programming were not obtained.